Event description:
It was reported that the patient presented to the emergency room with syncope. The right ventricular lead was found to have noise, high impedance, and the lead polarity switched to unipolar. The patient also experienced temporary complete loss of capture when the lead was switched to bipolar. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).